Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have infusion set issues. Customer's blood glucose might be over 500 mg/dl, the meter was reading high. Customer mentioned the reservoir would not allow him to put any insulin into the reservoir. After troubleshooting, customer will not be returning the reservoir for analysis.